Event description:
This rv lead was implanted on (B)(6) 2012 and remains implanted at this time. A call was placed to technical services on 8/25/2017 stating that atrial lead has known issues. Technical services discussed that noise appeared to be isolation breach on atrial lead, likely appeared shock. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).